Event description:
It was reported that patient underwent right uni-compartmental knee artroplasty in 2005. Patient returned to surgery 9 months late to remove uni components and implant total knee components, due to loosening.